Event description:
Related regulatory report number: MDR-2018-19830. During follow-up post-implant, lead dislodgement was noted. During the lead revision procedure, the set screw was stripped and could not longer be tightened. The device and lead were both explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of a setscrew anomaly was confirmed. Analysis found incorrect wrench insertions were being made into the v-setscrew inset. The setscrew inset was stripped out due to the incorrect use of the wrench. The stripped setscrew inset can no longer be engaged by a wrench and therefore the setscrew cannot be tightened to secure a lead in the connector. The problem is most likely related to the user¿s use of the wrench in the field. The non-sjm torque wrench was still functional and could tighten normal setscrews. The device was found electrically normal. The battery voltage is above eri near bol.